Event description:
The defibrillation lead was explanted 22 months after implantation becuase of absence of shock delivery. Upon re-intervention, the visual inspection of the lead reveale an insulation wear through.